Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system will not turn on. The fse inspected the device on site and found that the power buttons on the electrical board were not functioning well, the fse was able to turn on the electrical board. Fse recommended to customer to correct problems of the power panel. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not turn on. No harm has been reported to philips. The field service engineer (fse) inspected the device on site and identified that the power buttons on the electrical board were not functioning well. The fse was able to turn on the electrical board and the device functioned as intended. Philips has started an investigation of the complaint.